Manufacturer narrative:
The insulin pump passed functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted during our testing. All operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose readings had been erratic over the past 2 to 3 weeks. The customer had a high blood glucose 490 mg/dl. The customer received a no delivery alarm while attempting a bolus, cleared the alarm and pressed resume and then the insulin pump alarmed again. The customer did a rewind and was able to deliver insulin. During troubleshooting, it was found tha the cannula was not bent. Insulin did exit with a fixed prime. However, the drive support cap appeared to be flush. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.